Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to far-field r-wave oversensing. It was noted the patient was suffering from some atrial fibrillation/flutter. Measured far-field amplitude was 0.61 millivolts (mv), so the automatic gain control (agc) was increased from 0.6 to 0.8 mv. Also, a monitor only zone was added. Besides the inappropriate shock, no other adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.